Event description:
A falsely elevated troponin I result of 0.033/0.935 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested and a result of 0.030/0.032 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk. The instrument is performing within specs.